Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch select simple meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred at an unspecified time on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿408mg/dl¿ with the subject meter. The patient manages their diabetes with oral medication (glyciphage g1 4mg in the morning and 2mg in the evening) and in response to the alleged product issue the patient took an increased dosage of oral medication (4mg glyciphage g2) based on their doctor¿s advice. An unspecified period of time later the patient reportedly developed symptoms of ¿numbness and collapsed¿. The patient was taken to hospital at this time. The healthcare professional measured the patient¿s blood glucose and obtained a result of ¿270mg/dl¿ on their own device. The patient was reportedly given glucose from the hcp, as well as having ¿sodium tests¿ and was also ¿given blood¿. The patient was hospitalized until (B)(6) and is reportedly better now. The patient had their diabetes management regimen changed and now takes 15 units of ¿wosulin r insulin¿ in the morning and 6 units of ¿wosulin 70/30 insulin¿ in the evening. At the time of troubleshooting the csr noted that the unit of measure was set correctly on the subject meter and the patient did not have test strips available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.